Event description:
Reporter alleged the lancet device needle does not retract back into the device after use. It was not provided whether any actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.